Manufacturer narrative:
H4: the lot was manufactured from december 01 2020 - december 02, 2020. H10: the device was received for evaluation. Visual inspection was performed and the bladder was observed ruptured. The ruptured bladder was examined for signs of abnormality that may have led to the rupture however no abnormalities were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor was ruptured. This was identified during filling. There was no patient involvement. No additional information is available.